Event description:
It was reported that during use of the pen ndl 31ga 5mm 14bag 700cas jp the needle was clogged. This occurred on 84 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: customer reported the needle was clog.

Manufacturer narrative:
H.6. Investigation summary: (B)(4) sealed 32g x 4mm pen needle samples and two photos were returned from lot. No. 8311936, cat. No. 320129. Clog testing was carried out as per tp700483 on all (B)(4) samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples/photos therefore no root cause can be identified. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the pen ndl 31ga 5mm 14bag 700cas jp the needle was clogged. This occurred on 84 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: customer reported the needle was clog.